Event description:
It was reported that when using the bd pyxis¿ es server followed a v1.11 upgrade, the customer was unable to log into the server. The user confirmed access was working the previous day; however, as of this morning, login was no longer possible, and no specific error message was being displayed. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the issue was resolved and user could login again and the issue was at the customer end. No further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.